Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarm. The customer's blood glucose level was 500mg/dl. The customer treated with insulin. Troubleshoot was conducted. The customer states the alarm was resolved by complete set change. The customer declined to troubleshoot for the highs. The customer was advised replacement sets would be sent.